Event description:
It was reported that a patient had excruciating pain at the implant site. There were no known falls or trauma, although the patient did have some mental issues and she does fall but doesn¿t remember. After the patient had the device for about eight months, the doctor switched the implantable neurostimulator (ins) to the other side. The retention was cleared and the patient was going to the bathroom normally.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)